Manufacturer narrative:
After battery installation, a pump error 68 screen appeared which was unable to be cleared because the enter and down keypad buttons were not working due to flattened dome switches (no crease).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the touch pad of the insulin pump was not working at all. The customer's blood glucose level was unknown. They reported that they were trying to upload to carelink and they could not press any buttons to make it work. The insulin pump will be returned for analysis.